Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing. Considerable fibrosis of the left subclavian vein was observed. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead experienced oversensing. At the lead revision procedure, during preparation an insulation defect of the lv lead was already noticeable. Extraction of the lv lead does not succeed due to long-distance adhesions in the vein. Therefore, the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 3367-40c crt-d implanted:(B)(6) 2019; 5076-52 lead implanted: (B)(6) 2015; 693565 lead implanted:(B)(6) 2021, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 -addition of fdd/annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: g3 field from previous follow-up report 001 was omitted. The omitted date should have been (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.